Event description:
The customer questioned erratic sodium (na) patient results generated on their au5800 clinical chemistry analyzer (pn b9697, sn (B)(6)). There were no erratic na patient results released outside of the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and provided customer onsite support. The probable cause of the issue was identified as a faulty degasser unit. The fse replaced degasser to resolve the issue. The fse verified instrument performance. The customer was satisfied. No further action is required. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).